Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from the patient's spouse after receiving a patient verification form in the mail. The spouse called to report that the patient passed away on (B)(6) 2016 due to a (B)(6). The patient's medical history is significant for a previous pacemaker system removal for infection. The caller had no allegations against the device and felt the device was doing a good job. The pacemaker and leads were not returned to boston scientific post-mortem. Our records indicate the products were buried with the patient.